Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. External insulation abrasion was noted at 7.9-8.2cm and 13.3-13.7cm from the distal tip, consistent with lead friction to another device or feature of the heart, and at 39.4-39.6cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at these locations. External insulation abrasion was noted at 7.1-7.5cm, 7.2-8.3cm, and 7.7-8.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was abraded at these locations. Internal insulation abrasion was noted at 36.1-37.0cm and 37.5-37.6cm from the distal tip. The etfe coating was intact at these locations. (B)(6). (B)(4).